Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. Vascular access was obtained via vein side utilizing a retrograde approach. The 99% severely calcified and moderately tortuous target lesion was located in the left forearm vessel. A 4.0mm x 60mm x 80cm sterling¿ balloon catheter was selected for dilation; however, pinhole was noted on the balloon. The device was simply pulled out and the procedure was completed with a 184mm x 4cm non-bsc catheter. Following dilation, blood flow was restored. No patient complications were reported and the patient's status was good.